Manufacturer narrative:
B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se replaced the graphic user interface (gui) touch frame. The ventilator passed performance verification tests.

Event description:
It was reported that the ventilator's display was blocked. The ventilator was not on a patient at the time of the event.